Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. Approximate age of device ¿ 5 years, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that there were consistent driveline fault alarms. The data from the driveline shows a percutaneous lead conductor in phase a is fractured. The patient's controller was exchanged and the driveline fault alarms still occurred on the new controller which confirmed the fracture in the percutaneous lead conductor. A hmii distal end repair could not be completed due to a broken green wire inside the patient. The patient also had a dry bodily material underneath the silicon jacket near the exit site. The patient underwent a pump exchange on (B)(6) 2018 due to the advanced driveline fracture. No additional information was provided.

Manufacturer narrative:
The cause of the reported driveline fault alarm was confirmed during the evaluation of (B)(4). The pump was returned with the driveline cut approximately 13.5¿ from the pump housing and the severed portion, with a partially completed distal end repair, was returned. Examination of the pump portion of the driveline noted breakdown of the braided shield in the area 11-13¿ from the housing. Electrical continuity testing found that the green wire was open circuit. Visual inspection of the wires found a breach in the green wire insulation approximately 11.5¿ from the pump housing and all of the underlying conductors were fractured. No additional wire damage was found during the evaluation. The observed fracture of the green wire would have caused the driveline fault alarm recorded on the submitted log files. The damaged appeared consistent with fatigue failure due to cyclic flexing. No further information was provided. The manufacturer is closing the file on this event.